Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding a charge. Reportedly, the battery gauge went from 50% to 20%. Additionally, it was reported that the battery was charging slower than normal. The customer reported that the pump charge only increased by 10% in a span of 10 minutes. During troubleshooting, the customer reported that after charging the pump for one hour, the battery was at a 50% charge. The customer reported that after removing the pump from the charger at 65%, the pump battery jumped up to 90% without being charged. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.